Manufacturer narrative:
Date of event: (B)(6). Date of report: 22aug2019.

Event description:
The customer reported a check ventilator alarm, blower temperature high. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.

Event description:
The customer reported a check ventilator alarm, blower temperature high. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.

Manufacturer narrative:
MFR received date: 06sep2019. The customer's biomed could not confirm the reported blower temperature high issue. The customer's biomed stated that the unit was placed by a curtain in the room and suspects the curtain was blocking the air inlet. The biomed removed the obstruction from the air inlet. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.